Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to motor error alarm. Motor passed motor test. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that they kept getting a motor error alarm. The customer stated they checked everything and couldn't find anything wrong. The customer stated the motor error alarmed when her son was giving a bolus. The customer also reported the drive support cap was flush. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.